Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen in the clinic with an extruding device.

Manufacturer narrative:
According to the information received from the field the device was explanted as the device was extruding through the skin. It is unknown what caused the skin to break down over the implant, likely the pressure applied by the implant contributed. There was no infection present. During device investigation a device malfunction most likely caused by an unreported 3 tesla MRI examination affecting the implant- and transducer-magnets was detected. This is a side finding and therefore not related to the root cause of explantation as the user was reportedly using the device successfully before it started to extrude. This is a final report.

Event description:
The user was seen in the clinic with an extruding device. The user has been explanted.